Event description:
It was reported that the patient remained hospitalized for approximately four days following vns implant due to respiratory problems. The surgeon's office did not have record of this. It is unknown if the respiratory problems are related to the vns surgery. It was reported that the patient was discharged and then later seen by the neurologist to have the vns programmed on. Attempts to obtain additional information have been unsuccessful to date.